Event description:
Event description guidant received information that the battery of this pacemaker was suspected to be depleting prematurely. It was also questioned whether this device was affected by recent safety communications issued on this model device.